Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. Customer stated that the battery compartment and spring was not damaged or corroded. Customer stated that contacts on battery cap was not missing or damaged. Advise customer to clean the battery cap contacts with a dry cotton swab. Advise customer to press and hold the back button for 60 seconds. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.